Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) with copd was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. During treatment the patient developed dyspnea and oxygen desaturation. The patient was treated with cortisone, antihistamine and oxygen and treatment was discontinued. When they changed the dialyzer to a competitors, the patient had the same reaction.